Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received on 18 nov 2019, indicates that the lead was explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented via remote transmission. Upon review, the left ventricular lead exhibited high capture thresholds and high pacing impedance. No intervention was performed. The patient experienced no adverse consequences.